Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable cardiac monitor (icm) implant procedure, the device experienced poor sensing. It was further reported that during re-positioning of the device, the insertion tool bent. The device was removed and replaced. No patient complications have been reported as a result of this event.